Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1805102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury.

Manufacturer narrative:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1805102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for evaluation. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed on the balloon of the returned device and that the balloon cannot be inflated due to the catheter¿s lumen was clogged by dried contrast. Multiple attempts to inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 1 mm from the balloon proximal neck. A product history record (phr) review of lot f1805102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found during analysis could not be conclusively determined. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not provided), the condition of the procedural sheath (although not returned), and/or handling factors most likely contributed to the balloon loss of pressure reported since a calcified vessel, a frayed tip sheath or rapid inflation can cause damage to the balloon. This taper to taper tear usually occurs when pressure is applied in a rapid impulse action before the activation of the pressure relief valve can be observed; however, it can also occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if it does not maintain pressure. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.